Event description:
Customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc failed. A respiratory therapist was present at the bedside and immediately changed the patient to another unit without incident or harm to the patient.

Manufacturer narrative:
The data acquisition (da) printed circuit board (pcb) was returned for failure investigation. Visual inspection of the da pcb revealed no evidence of damage or contamination. The da pcb was attached to a test ventilator. The ventilator powered up and passed all test. No product deficiency found. The reported condition was not duplicated.